Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. No harm requiring medical intervention was reported. Customer would like someone on the line as she changes her infusion set. Customer to reservoir and set so she can rewind the insulin pump. The device will not be returned for analysis.